Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the ins was depleted and was going to be replaced in a few days. It was noted there was a possible overdischarge. No symptoms were reported.